Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for bradycardia for a patient that was being monitored by a telemetry device.

Manufacturer narrative:
Details of the complaint on 08/02/2019, customer at barnabas health reported the cns-6201a (pu-621ra sn: (B)(6)) was getting a bradia alarm and it was not showing up. Service requested troubleshooting/assistance. Service performed customer was able to resolve the issue. It was found that they forgot to select the been to be seen at the cns, and to have the alarm data sent to the pager system connexol. Once done, all alarms worked properly. Investigation result the root cause is determined to be user error. There was no device malfunction. D11 & c2: concomitant medical device information: requested by nk, but was only provided with the telemetry transmitter model information. Telemetry transmitter model: zm-521pa.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for bradycardia for a patient that was being monitored by a telemetry device. Shortly after the initial call, the customer called back to report that this was caused by use error. The cns was monitoring the telemetry patient, but the alarms were not being sent to their pager system (connexall) because the user forgot to enable the recall setting in the patient sector, which enables alarms to be sent to the pager system. Once that setting was enabled, the alarms were sending to the pager system. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: requested by nk, but was only provided with the telemetry transmitter model information. Telemetry transmitter model: zm-521pa.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for bradycardia for a patient that was being monitored by a telemetry device.